Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that prior to testing, it was determined the catheter leaked. According to the report, the catheter was never implanted and was replaced. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The returned edm device was patent and met the requirements for leak testing. The edm lumbar catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All edm devices are 100% leak tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.